Event description:
Per the clinic, the patient experienced pain and an air pocket reoccurs around the receiver stimulator. Subsequently, the patient underwent a surgical procedure to use a needle in order to aspirate the pocket (specific date not reported). The implanted device remains.